Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. No device issue or patient effect related to the device was reported. If additional information is received at a later date then the event will be reassessed at that time. The damages noted during return analysis are consistent with operational damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3- date estimated. D4 - the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Returns good lab received an unspecified xience prime stent delivery system that had been inserted into the anatomy and noted the side arm was separated proximal to the proximal end of the strain relief and not returned. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.